Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused malposition of the filter in the inferior vena cava (ivc). The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Malposition of the filter was reported, however due to the nature of the complaint the reported events could not be further clarified. The timing of the event has not been reported, it is unknown if this occurred during or post implant. Incorrect positioning of the filter is a known complication associated with implanting ivc filters and is listed as such in the instructions for use. The trapease filter should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to malposition of the filter in the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The complaint conclusion was updated below, the method, results, and conclusion codes were no updated: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary emboli (pe). The filter was implanted via the right internal jugular vein and placed in an infrarenal position. Approximately three years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the inferior aspect of the filter was tilted to the right with its¿ tip contacted the right lateral sidewall of the inferior vena cava (ivc). The tip of the filter is located approximately 2.3cm below the inferior margin of the right renal vein. There is no evidence of perforation, broken struts or ivc narrowing. The patient also reported that the filter was malpositioned; though there is no evidence of this in the CT scan report. The patient further reported having experienced mental anguish, chest pain, fear and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and malposition events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Due to the nature of the complaint, the reported chest pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received and as per the medical records, the filter was place in the patient for a history of emboli. The patient was prepped and draped in sterile fashion. Following skin anesthesia with 1% lidocaine, the right internal jugular vein was percutaneously accessed and a trapeze ivc filter sheath was placed. An ivc venogram was performed. A trapeze ivc filter was deployed below the level of the renal veins. The right internal jugular vein was successfully percutaneously accessed and utilized for ivc filter placement. Successful placement of ivc filter deployed below the level of the renal veins. Approximately three years later, a CT of the abdomen without contrast was performed and there is a inferior vena cava filter in place within the inferior vena cava. The distal tip is tilted toward the right with its tip contacting the right lateral sidewall of the inferior vena cava. The tip of the filter is located approximately 2.3 cm below the inferior margin of the right renal vein. No perforation. No broken struts are identified. There is no narrowing of the inferior vena cava on this examination performed without intravenous contrast material. Strand-like opacities most compatible with atelectasis or scarring. No suspicious nodule. Moderate coronary artery calcifications are seen. Presumed gynecomastia on the left side. Eventration of the right hemidiaphragm is noted.

Manufacturer narrative:
Additional information was received and according to the patient profile form, the patient suffers from chest pain.